Event description:
It was reported that during a device generator replacement procedure, the right atrial lead insulation was damaged. The electrical lead impedance and sensing parameters were within normal limits and were unchanged from the chronic values. The insulation damage was repaired with a sleeve and medical adhesive. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa ipg, implanted: (B)(6) 2005. (B)(4).